Event description:
It was reported by service report that the track was detached from the stair chair track and the backrest was cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.